Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of barrett's esophagus, the physician performed an upper endoscopy to mark proximal and distal extent of barrett's esophagus. Inhalation/oral drug was used. Guidewire was introduced into the antrum and exchanged out with scope. Catheter was inserted over guidewire. Endoscope was then introduced into patient's esophagus. Catheter was hooked up to a generator and burns were applied at 31cm, 34cm, and 38cm. Catheter was disconnected and the catheter, guidewire, and endoscope were removed from patient. A cleaning cap was introduced onto the end of the scope and the physician introduced the scope into the esophagus. The physician cleaned the burned coagulum from the esophagus and when pulling the endoscope out of the esophagus, noticed a small mucosal tear at the proximal esophagus, about 2-3 cm in size. The physician inspected the site, did not see a perforation, and decided against using hemostatic clips to close the tear. The rest of the radio frequency ablation procedure was aborted and patient was taken to recovery where, after waking up from anesthesia, did not have any pain. The patient was prepped for the procedure and was under anesthesia, a repeat procedure is necessary, but no medical intervention is required.

Manufacturer narrative:
No product was received by medtronic for evaluation. The customer reported adverse event. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. As no lot / serial number was provided, a review of the device history record could not be performed. If information is provided in the future, a supplemental report will be issued.